Event description:
I have essure and have experienced some of the problems that were mentioned. I have really bad cramps on my right side and unexplained back spasms on that side as well. I've had an ultrasound and x-rays recently so if you need copies of those I can get them. My doctor stated he didn't see anything wrong with my fallopian tubes but has prescribed a pain killer, ibuprofen, and a muscle relaxer to help.